Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other device involved in the event is as follows: model: fa-77425-18, lot: 9503176 / dom: 10/17/2011 / exp: 10/16/2014 (B)(4).

Event description:
Treatment of a large ica (internal carotid artery) / p-comm (posterior communicating artery) measuring 14mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013, involving two telescoping pipelines. The first pipeline was deployed with some difficulty and required balloon angioplasty (an option presented in the instructions for use) to achieve full wall apposition. In doing so, the distal end of the pipeline fell into the aneurysm. A second pipeline was implanted to secure the distal end of the first pipeline and was deployed successfully; however, the proximal end did not open. After several failed attempts to open the proximal end of the pipeline because access was lost, a balloon occlusion test was performed under general anesthesia and the ica was sacrificed. The patient was ventilated overnight. No other injury was reported with the patient as a result of the procedure.